Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence in this patient include: prior radiation, underlying cancer disease and prior surgeries affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Additional note: manufacturing date of device (B)(6) is july 11, 2021.

Event description:
A 63-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient's spouse informed novocure that the patient was hospitalized earlier that day as her surgical resection site scar (last surgical resection on (B)(6) 2024) had partially reopened in two areas and required surgical intervention. Optune gio was temporarily discontinued. On (B)(6) 2024, the patient's prescribing physician noted that surgical debridement was performed on an unspecified date. There were no indications of an infection. On (B)(6) 2025, patient´s spouse reported part of the skull bone (approximately 5 cm in diameter) had to be removed during surgery. An implant is planned to be inserted in approximately two months. The physician assessed this event as not related to optune gio therapy.

Manufacturer narrative:
On june 10, 2025, novocure received additional information from the patient's spouse. The patient had been admitted to the hospital on (B)(6) 2025, for cranioplasty surgery on (B)(6) 2025, during which a portion of the skull had to be removed due to the reopening of the suture from the previous recurrence surgery (last surgical resection (B)(6) 2024). The patient was discharged home on (B)(6) 2025. Optune gio therapy will be temporarily discontinued until the wound has fully healed.